Event description:
On 9/5/00, pt sustained right ankle injury. Ice pack was applied and leaked onto right side of ankle. Customer immediately washed off liquid. Initially, area was pink, now area is deep red; no blisters. Family member is taking child to dermatologist for eval and treatment on 9/11/00. On 9/13/00 spoke with family member who stated that dermatologist said that it might take 6-8 months for injury to fade and that the possibility exists that there may be permanent pigmentation problems. No medical intervention was prescribed.